Manufacturer narrative:
The account pushed the brake caster back into place. Tech inspected the brake caster and re fitted the brake caster retaining screw and tightened all brake caster retaining screws to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Account alleged that the foot end left brake caster had fallen off of the bed. No pt impact.